Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed the last basal delivery was recorded as a 0.35-unit ezbg normal bolus on (B)(4) 2018 at 21:02. The pump history showed a 0.00-unit-per-hour basal rate that was manually programmed on (B)(4) 2018 from 14:20 to 14:47. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump powered on normally for investigation and passed delivery accuracy testing. The pump was found to be delivering accurately and within range. The pump was exercised for 12 hours on a basal delivery program and at the end of testing, the basal history correctly reflected the programmed delivery amounts. No errors, alarms or warnings occurred during the investigation and there were no interruptions in power. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a high blood glucose with symptoms of diabetic ketoacidosis. The reporter stated that the patient was hospitalized for three days to treat the blood glucose excursion. The reporter was unable to troubleshoot the pump at the time of the call. The reporter stated that the patient¿s doctor indicated the pump was not delivering the correct amount of insulin. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.